Event description:
The customer reportedly obtained a 54 mg/dl and 248 mg/dl on the accu-chek compact plus system within a ten minute timeframe. No specific symptoms reported. The customer consumed half of a sandwich and grape juice. She felt better after treatment. The customer also reportedly received the following results on the accu-chek compact plus system within a 10 minute timeframe: 248 mg/dl, 77 mg/dl and 133 mg/dl. No reported actions taken or treatment rendered with the second set of results. No adverse event reported. New system sent to customer and return requested.